Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the top basilar artery using penumbra smart coils (smart coils), non-penumbra coils and, non-penumbra microcatheter. During the procedure, the physician placed four coils in the target vessel using the microcatheter. While attempting to advance a smart coil, the coil was stuck and would not advance at all within the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using additional smart coils and, the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 138.5 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the mid-joint was retracted proximal to the friction lock, resistance will likely be experienced while attempting to advance the device through its introducer sheath. During the functional test, resistance was encountered while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock from its returned position. The smart coil was re-sheathed properly by the penumbra investigator. Resistance was then encountered while advancing the smart coil through the hub of a demonstration microcatheter due to the kink in the pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder